Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 12-mar-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances and an inability to achieve any stimulation on one side. Impedance values measured for the 0-7 lead were 40,000, 40,000, 34,060, 34,570, 40,000, 40,000, and 40 ,000. Troubleshooting was performed, including attempted reprogramming, but stimulation could not be achieved on one side. The physician recommended a lead revision. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from additional information was received from the manufacturer representative (rep). It was reported that there were high impedances on the day of surgery, 0-7 electrodes all showed impedance values of 40000. While in the or, hcp removed the lead from the 0-7 slotand inserted it into the 8-15 slot on the ipg to make sure it was not an issue with the ipg. The high impedance values switched to 8-15 verifying it was just the lead and we replaced it with a new lead. The issue was resolved, the bad lead was replaced and it fixed the impedance issues. The manufacturer representative (rep) indicated they would send any further information as they become aware.